Event description:
It was reported that an arteriotomy closure of the heavily calcified right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second device was used with the same results. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Lot number corrected from 109300j1 to 10930j1. Evaluation summary: the device was returned for evaluation. The analysis of the returned device could not confirm the reported cuff miss due to some components not returned to aid in the evaluation. The cause of the incident was related to the operational context at the time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.